Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve was under-expanded. A post-implant balloon aortic valvuloplasty was performed with a good result. When removing the balloon, the balloon caught on the paddles at the top of the valve frame and dislodged the valve into the ascending aorta. Angiogram indicated that the great vessels were open. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.